Manufacturer narrative:
Review of customer data demonstrates a pre-analytic error occurred, and the issue has been resolved by retesting using a new sample. Results were in range. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. The review revealed adequate labeling for the handling of reagents, interpretation of assay results, and troubleshooting this complaint issue. The architect systems operations manual provides troubleshooting instructions for falsely depressed ict results and lists multiple probable causes for falsely depressed results. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed chloride results generated on the architect c8000 processing module for a (B)(6) female patient. On (B)(6) 2021, sid 11790862 generated an initial chloride (cl) result of 62 mmol/l, a new sample was obtained, and the results was 116 mmol/l (expected values 98 to 107 mmol/l). The sample of (B)(6) 2021, sid 11790862 (a single tube) was used to process in both clinical chemistry and immunology modules, in both platforms it is observed that the results are low, when taking a new sample the next day, the results generated were different. No impact to patient management was reported.